Event description:
It was reported that when using the bd pyxis¿ es server, the stations were not communicating with the servers. The customer reported that nurses were unable to select patients because patient information was not displaying on the stations. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the stations were not communicating with the servers. A technical support specialist informed that the issue had already been resolved under a separate case by completing the required steps, tss ran a downtime query and confirmed there were no disconnected flag entries for the carefusion coordination engine (cce) interface and no messages in available for processing, reviewed the message table and verified that orders were processed in an orderly manner. The customer provided sample data, which was confirmed to be processing correctly, the communication issues were confirmed resolved, and the customer was informed. The system functioned as intended after the technical support specialist investigated the issue.